Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited white stain has adhered to the black plastic part of the distal end, stuck on and cannot be removed. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned for inspection and the customer's allegation was confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation the white solid substance was found to be silicone. The silicone likely originates from agents such as anti-foaming agents used in the surrounding area, though specific identification was not possible. The event is detectable/preventable by handling the product in accordance with the following IFU. Evis lucera gif/cf/pcf type 260 series instructions for use, operation section ¿chapter 3 preparation and inspection=3.2 endoscope inspection¿ evis lucera gif/cf/pcf type 260 series instructions for use cleaning/disinfection/sterilization section ¿chapter 3 cleaning, disinfection, and sterilization procedures, chapter 4 using the automated endoscope reprocessor¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.